Event description:
Caller reported malfunction on the tandem pump indicated by malfunction code malf 135, and cts confirmed this signified a pump issue. There was no adverse impact to the customer's blood glucose level. Cts provided assistance to reset the pump, but the malfunction code recurred. Consequently, cts decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup.